Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in multiple cartridges, additionally, multiple cartridges failed to load onto the pump. Customer's blood glucose was approximately 380 mg/dl. Reportedly, the cartridges were changed to address the issue.